Event description:
It was reported that, 2 batches of antibiotic simplex p were mixed for a total knee. According to the surgeon the cement was hard enough that the patella could not be implanted after 9 minutes and 45 seconds. He removed the cement he had placed on the patella, redrilled his patella peg holes. Another batch of cement was then mixed and the patella was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.